Manufacturer narrative:
Batch review performed on 17 january 2022: lot 1921034: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: few days after alif lumbar l4-l5 stabilization surgery, the patient suffers a fracture at l5. Regardless, posterior fixation is undertaken as scheduled with one-level stabilization using pedicle screws. The origin of the fracture cannot be determined with the information at hand; there is no reason to suspect a faulty device.

Event description:
The patient came in for a primary spine surgery on (B)(6) 2021 where alif was performed with medacta's mectalif anterior. A few weeks later, on the (B)(6) 2022, the patient came in to get pedicle screws inserted with a competitor system. During this time, it was observed that the l5 vertebra had a fracture. It is unclear exactly when and how the fracture occurred. No revision is scheduled at this time.